Event description:
It was reported pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure a physiological effusion was seen on echocardiogram imaging. A watchman access system (was) and a 31mm watchman flx pro closure and delivery system (wds) were originally selected for use. The 31mm wds was very distally compressed, so the device was brought back to prepare for a reposition. Immediately a large effusion was noted that was not present at the start of the case. A pericardiocentesis was performed and a smaller device was prepared. It was noted the patient condition did decline for a short time due to cardiac tamponade. Once the drain was placed a 27mm wds was implanted with no issues and no repositions. The bleeding slowed and the patient blood was re-infused along with an additional 2 units of blood. Post procedure transesophageal echocardiography (tee) showed that the baseline physiological effusion was once again all that remained. The physician noted that the patient had a lot of calcifications and high pressures within the heart, which likely caused the effusion as there were no repositions or issues with the wire or sheath. The patient has since been discharged and has fully recovered.